Event description:
It was reported that during an atrial flutter with ablation procedure the electrophysiology catheter "malfunctioned while in the patient, which then lead to a manual extraction by the physician." The physician had to use snares and sheaths to remove the device, so the handle had to be cut off. The procedure was delayed 3 hours and then eventually canceled. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) without the original packaging. The device was returned with the handle having been cut from the device and with the catheter shaft coiled. The exposed electrode wires from the catheter shaft were tied together with a nylon-type of material. Kinks were detected at approximately 1.0 cm and 5.5 cm from the distal tip. The device also possessed damage to electrodes 3 and 4. Since the handle was cut off of the device, functional testing could not be performed. Sss's instructions for use state: "avoid excessive torque, stretching, kinking and/or bending of the catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires." "Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning." "Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter." The root cause of the device becoming stuck in the patient is unknown but possible root causes include the following: difficult removal of the catheter due to mishandling subsequent to distribution from stryker (this includes mishandling that results in kinked/bent tip or improper/out of plane curve). Difficult removal of catheter due to user error (includes withdrawal of the catheter with the distal tip in deflected state). Difficult removal of catheter due to ancillary equipment/device error (includes all other equipment outside of the complaint device that may have contributed to the error). The device history record for the complaint device indicates the device passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.